Event description:
Customer reported experiencing many cartridge failures. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the caller did not request further follow-up from technical support.